Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, gauze, pressure on the cervix, and an increased dosage of an unspecified medication, were initially used to treat postpartum hemorrhage (pph). A bakri tamponade balloon catheter was then initially placed transvaginally with placental forceps and "with fingers later." The device was placed approximately twenty minutes after delivery. The balloon was inflated with 200ml of distilled water. Approximately ten minutes after balloon inflation, it deflated and "fell down." The procedure was completed by using another unspecified device. The patient was reported to be hemodynamically stable. Estimated blood loss prior to device failure was 1600g and estimated blood loss after device failure was 1000g. There were no adverse effects to the patient reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures, as well as a visual inspection and a functional test of the device were conducted during the investigation. The device was returned to cook for investigation. The balloon was returned partially inflated with approximately 20ml of liquid. The device was function tested, and a small leak was observed in the balloon material. Tool marks were observed in the balloon material around the leak. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state how supplied, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook concluded that the most likely cause of the reported event is damage to the balloon from another instrument. A definitive source of the unknown instrument could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, gauze, pressure on the cervix, and an increased dosage of an unspecified medication, were initially used to treat postpartum hemorrhage (pph). A bakri tamponade balloon catheter was then initially placed transvaginally with placental forceps and "with fingers later." The device was placed approximately twenty minutes after delivery. The balloon was inflated with 200ml of distilled water. Approximately ten minutes after balloon inflation, it deflated and "fell down." The procedure was completed by using another unspecified device. The patient was reported to be hemodynamically stable. Estimated blood loss prior to device failure was 1600g and estimated blood loss after device failure was 1000g. There were no adverse effects to the patient reported.